Manufacturer narrative:
Other relevant device(s): etlw1616c93ej, (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately ten months post index procedure, a CT revealed that there was thrombus in the left contralateral limbs of the endurant stent grafts. An angiogram confirmed reduced blood flow through the left contralateral limbs of the endurant stent grafts. The physician elected to implant a bare stent and smooth blood flow was confirmed. Per the physician, the cause of the event was not related to the devices. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.